Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument had an inadequate clamp. The instrument was not clamping down enough to allow the clip, to clip together. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions; however, it failed the clip test. The clip closed but did not release from the grip-tips. Additionally, the clip applier instrument was found with one grip that was bent. The damage was found near the base of the clip groove, causing a 0.043" offset at the tips. As a result, the clip could not be properly loaded on the grips or could prevent the clip from properly closing. This type of failure is typically associated with mishandling / misuse, such as excess force applied to the instrument jaws.